Manufacturer narrative:
The device was returned for analysis. Rust color was found under ring 2 proximal seal and proximal edge of the electrode. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 0.1673, 0.1424 and 0.1198 psi, which were below the maximum acceptable limit of 0.30 psi. X-ray found dried fluid debris inside the distal end cavity. The distal tip electrode was immersed in 0.45% saline for 30 minutes. Tc+ and tc- to tip resistance measurements remained open. Next, the device was connected to a metriq pump. After pumping for approximately 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open.

Event description:
Reportable based on device analysis completed on 9jan2020. It was reported that the catheter had noisy ablation signals. During a touch up pulmonary vein isolation (pvi) ablation procedure for atypical flutter, the intellanav mifi open-irrigated ablation catheter showed extremely noisy ablation signals on the mifi and bipole electrodes, despite having clear signals in the previous case and there having been no set-up change from one case to the other. The standard curve catheter was switched to an asymmetric curve, which was also noisy. On both catheters troubleshooting involved attempted pacing, checking the grounding, changing the ablation cables, stopping the pump and turning off the bair hugger. Noise did decrease over time, but never went away. After several ablations, the standard curve catheter was swapped back in for better reach. The procedure was completed successfully without serious injury or adverse patient effects. Device analysis revealed evidence of fluid ingress.